Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention deployed in unintended site. Device issue: dislodged stent. It was reported that after predilatation was performed in a highly calcified, highly tortuous proximal rca lesion, an attempt was made to cross the lesion with this xience v stent; however, it would not cross. The device was removed and additional predilatation was performed; however, the device still would not cross. Additional predilatation was performed again; however, the stent became hung up on the calcium and during removal of the sds from the patient, the stent dislodged proximal to the lesion, and was deployed using the sds balloon. An additional dilatation balloon was used to ensure that the stent was fully deployed. The procedure continued with the placement of another company's stents. The patient is reported to be well. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - the xience v IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An expanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The failure to advance, difficulty to remove, stent dislodgement, non-resorbable materials unretrieved in the body and use error of re-insertion appear to be related to the operational context of the procedure.